Event description:
It was reported by the user facility purchasing agent that an unknown procedure was performed on (B)(6) 2012. The reporter only knew and reported the following: "the mynx cadence device failed. It did not deploy. The physician noted that a hematoma formed post procedure." The purchasing agent reported that she did not know the size of the hematoma, nor the duration of the manual compression it took to resolve the hematoma. Aci requested the aci sales professional for the territory to visit the facility and attempt to obtain additional information regarding the alleged event. The aci sales professional was not able to obtain any additional information regarding the alleged event.

Manufacturer narrative:
The device was returned to aci for investigation. Based on the results of the investigation, the reported failure to deploy could not be confirmed. However, the device appears to have been manipulated by the user, which would have caused the sealant to be prematurely exposed. The root cause of the device could not be determined. The review of the lhr (lot f1213501) indicated that the device lot met all established performance criteria prior to shipment.